Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's device seemed to be migrating caudally from its initial placement location. The patient stated it was sometimes bothersome when they moved from one lying position to another. They weren't in a hurry to resolve the issue nor was it annoying enough to prompt immediate surgical intervention. No further complications reported.